Event description:
During the procedure, upon withdrawal of the sheath, a portion of the remained in the patient. An xray was performed, and the detached portion of the device was visible. An interventional physician wired the piece with an 0.014 wire, then used a balloon to "grab" the detached piece and pull back through the sheath. One the detached portion was inside the sheath; the sheath was removed from the patient successfully. The patient did require an extended hospital stay.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath tubing had been cracked and fractured at multiple locations; the sheath distal end had been fractured and detached and was not returned. In addition, inspection of the device identified degradation of the shaft tubing. The damage is consistent with the product being stored outside its shelf box and exposed to light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product instructions for use warns that product should be stored in a cool, dark, dry place. The cause of the degradation is consistent with not following the instructions for use.